Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately calcified vessel below the knee. A 2.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during inflation below the nominal pressure, contrast media leaked and the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.